Event description:
It was reported that this device had reverted to safety mode. A boston scientific sales representative was contacted and replaced the device the same evening. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.